Event description:
It was reported that dissection occurred. The target lesion was located in the right coronary artery. A 3.00 x 38 mm synergy was advanced and deployed and a proximal dissection was noted. The dissection was covered with another stent and the procedure was completed. No further patient complications were noted.

Event description:
It was reported that dissection occurred. The target lesion was located in the right coronary artery. A 3.00 x 38 mm synergy was advanced and deployed and a proximal dissection was noted. The dissection was covered with another stent and the procedure was completed. No further patient complications were noted. It was further reported that the target lesion was moderately tortuous and mildly calcified with 85% stenosis. The lesion was predilated with a 2.00 x 12 mm semi-compliant balloon. The 3.00 x 38 mm synergy was deployed at 11 atm and post-dilated with a 3.00 x 12 mm non-compliant balloon at 16 atm. It was noted that the dissection was non-flow limiting and graded as type a. The patient was stable and discharged after the procedure.